Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that following a fall the patient had a loss of therapeutic effect and no stimulation sensation. The patient reported leg pain and couldn¿t tell if stimulation was on. It was noted the patient fell once off the toilet and once off her walker that caused her to land on her bottom two days prior to the report. She hadn¿t felt stimulation since that day, and the daughter who normally helped her with her therapy couldn¿t assist her at this time. The patient as unable to reach her device in her back. A request was made to meet with the manufacturer¿s representative (rep). The rep. Further reported that the patient wasn¿t sure if the device was working and couldn¿t reach the device by herself to turn it up. An appointment was scheduled for (B)(6) for assessment and troubleshooting. At the time of the report the patient was alive with no injury. The rep. Met with the patient on (B)(6) and electrode impedances were within normal limits. The patient was reprogrammed and adaptivestim was adjusted to the patient¿s comfort. The patient felt tingling and was receiving effective therapy.